Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "over infusion" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during patient infusion of total parenteral nutrition (tpn). The tpn was to infuse over 16 hours at 40ml/hour the first and last hour and 80ml/hour for 14 hours. The tpn was started at 40ml/hour for the first hour and then increased to 80ml/hour. The infusion ran dry at the approximate time it would have been decreased for the last hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.